Event description:
It was reported that the ventilator builds up pressure with no exhalation operation which caused the ventilator to stack breaths. The reported problem occurred during a test and was not connected to a patient.

Manufacturer narrative:
Na